Event description:
A customer reported that their cassette supply line leaked. This event occurred on the homechoice machine during the initial drain. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.